Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation: perforation"), fallopian tube perforation ("migration/perforation: perforation") and menstrual disorder ("several menstrual issues") in a 33-year-old female patient who had essure (batch no. E01342-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, multiparous, obesity, amenorrhea, amenorrhea, painful intercourse, libido decreased, abdominal pain lower and uterine bleeding. Concomitant products included magnesium and vitamin b complex. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criterion disability), pelvic pain ("pain"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("severe fatigue"), depression ("depression"), asthenia ("weakness / loss of strenth"), sexual dysfunction ("sexual dysfunction"), dysmenorrhoea ("severe menstrual issues like nonstop cramping"), pelvic discomfort ("frequent heavy pelvis"), panic attack ("panic/anxiety attacks:panic attacks"), anxiety ("panic/anxiety attacks:anxiety attacks") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with tramadol and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, pelvic pain, weight increased, alopecia, migraine, fatigue, depression, asthenia, sexual dysfunction, dysmenorrhoea, pelvic discomfort, panic attack and anxiety outcome was unknown. The reporter considered alopecia, anxiety, asthenia, depression, dysmenorrhoea, fallopian tube perforation, fatigue, menstrual disorder, migraine, panic attack, pelvic discomfort, pelvic pain, sexual dysfunction, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Discrepancy noted with date of birth of patient. Discrepancy noted with date of insertion of essure device. Discrepancy noted with date of removal/hysterectomy as 08 dec 2018 and 05 dec 2018 insertion details: 3 coils were seen within the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2018: results: occluded fallopian tubes bilaterally. Essure devices appear to be in appropriate position within the fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, dysmenorrhea (cramps), pain, migraine, headaches, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety most recent follow-up information incorporated above includes: on 7-may-2019: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5079898) on 09-oct-2018. The most recent information was received on 24-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation: perforation"), fallopian tube perforation ("migration/perforation: perforation") and menstrual disorder ("several menstrual issues") in a (B)(6) year-old female patient who had essure (batch no. E01342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, live birth, obesity, amenorrhea, amenorrhea, painful intercourse, libido decreased, abdominal pain lower and uterine bleeding. Concomitant products included magnesium and vitamin b complex. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criterion disability), pelvic pain ("pain"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("severe fatigue"), depression ("depression"), asthenia ("weakness / loss of strength"), sexual dysfunction ("sexual dysfunction"), dysmenorrhoea ("severe menstrual issues like nonstop cramping"), pelvic discomfort ("frequent heavy pelvis"), panic attack ("panic/anxiety attacks:panic attacks"), anxiety ("panic/anxiety attacks:anxiety attacks") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with tramadol and surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, pelvic pain, weight increased, alopecia, migraine, fatigue, depression, asthenia, sexual dysfunction, dysmenorrhoea, pelvic discomfort, panic attack and anxiety outcome was unknown. The reporter considered alopecia, anxiety, asthenia, depression, dysmenorrhoea, fallopian tube perforation, fatigue, menstrual disorder, migraine, panic attack, pelvic discomfort, pelvic pain, sexual dysfunction, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Discrepancy noted with date of birth of patient. Discrepancy noted with date of insertion of essure device. Discrepancy noted with date of removal/hysterectomy as (B)(6) 2018 insertion details: 3 coils were seen within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: results: occluded fallopian tubes bilaterally. Essure devices appear to be in appropriate position within the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, dysmenorrhea (cramps), pain, migraine, headaches, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: lot number added. New events pain, migration/perforation: migration, migration/perforation: perforation, panic/anxiety attacks: panic attacks and panic/anxiety attacks: anxiety attacks were added. Case category was updated. Reporter information added. Patient details updated. Product details updated. Medical history updated. Treatment and concomitant drugs were added. Lab data added. Event perforation was split into uterine perforation and fallopian perforation. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.